Manufacturer narrative:
Device evaluation: the reported events associated with red heart alarms were confirmed based on the analysis of the data recorded in the log file from the returned system controller, serial number (B)(4). Review of the log files revealed pump stop and speed instability events. The log files revealed low speed advisory/hazard and low flow hazard alarm events when the system was supported via the power module and patient cable. The pump power was captured elevated up to 16.5 watts during these events. The returned system controller was functionally tested using laboratory equipment and was found to function as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issues. The device passed the functional test procedure and operated on a mock circulatory loop without any notable events. Although a root cause for the reported alarms events could not conclusively be determined through this evaluation, it was communicated that the patient¿s system controller was exchanged and no further alarms events have been reported. (B)(4) remains in use and was not returned for evaluation. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported in (B)(6) of 2015 that the patient was not having any issues.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's system controller had alarmed with a single repeating beep earlier in the morning. The patient manipulated the white power cable at the hub where it attaches to the system controller and was able to reproduce the alarm. This occurred while connected to wall power. It occurred again and manipulation of the white cable could reproduce the alarm, but this time the patient was connected to batteries. Interrogation of the system controller at the clinic revealed a low flow then low speed alarm. Low flow, low speed, and pump off alarms were recorded a few hours later. The vad coordinator was unable to reproduce the alarm with manipulation of any cables. The system controller was replaced with a new system controller. Examination of the driveline was not revealing. No kinks, breaks, or tears were found. The log file showed 4 red heart alarms/fixed low speed operation alarms during the approximate 8 day length of the event log. There were pump stop alarms during the red heart/fixed low speed operation alarms. The patient was reported to be asymptomatic during the events.

Manufacturer narrative:
Approximate age of device: 1 year and 7 months. The system controller was returned to the manufacturer for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.